Event description:
Refer to h11 for follow-up information.

Event description:
It was reported by a patient that they underwent an uneventful da vinci-assisted sigmoid colectomy procedure and later developed a widespread itchy rash. During the procedure approximately eight inches of colon was excised and the anastomosis was closed using multiple sureform 45 reloads fired from a sureform 45 stapler instrument. The patient confirmed skin staples were used to close their incisions, which were removed 10 days post operatively. The patient was discharged two days postoperatively with an initial unremarkable recovery. However, at approximately five weeks postoperatively, the patient developed a widespread intensely itchy rash that first manifested on the legs and back and subsequently progressed to involve the entire body (except the face, scalp, and lower abdomen) over the next two weeks. Treatment of the rash included steroid creams, antibiotics, and antihistamines which were all ineffective. The rash resolved spontaneously within 5 weeks. During this period the patient also reported development of colitis but it remains unclear if there is a correlation of the colitis with either the rash or the surgery. Two skin biopsies were performed which revealed superficial dermatitis and spongiotic dermatitis with eosinophils. Due to the presence of eosinophils and a planned future hip replacement, allergy testing was performed. The patch allergy test was negative; however, the lymphocyte transformation test (llt) indicated a nickel sensitivity at higher exposure levels.

Manufacturer narrative:
The patient reported that sureform 45 blue, green, and white reloads were used during the procedure. There was no report of any sureform 45 reload accessory malfunctions. No product is expected to be received for this event. The titanium alloy utilized in the staples of the sureform stapler product conforms to astm f3046-21, standard specification for surgical implant applications ((B)(4)). The alloy contains trace amounts of nickel restricted to less than 0.1% by mass (typically 0.01%¿0.03%). Based on this information, the potential for nickel-mediated hypersensitivity reactions in the general population is considered low. Device labeling includes a precaution regarding potential metal hypersensitivity. In this case, while the clinical presentation is consistent with a delayed-type hypersensitivity reaction, reported patch testing was negative and lymphocyte transformation testing only indicated sensitivity to nickel at higher exposure levels. Given the low nickel exposure and presence of potential alternative etiologies, a causal relationship between the device and the event cannot be established. No device malfunction or material nonconformance was identified.

Manufacturer narrative:
A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that although the patient in this report developed an allergic reaction, the definitive cause of this allergy was not clearly defined in the report and no indication of potential other products - such as surgical soaps, antibiotics, and other medications - were not provided as potential causes. Although no patient allergies were disclosed preoperatively, it was later discovered the patient had a nickel allergy. The procedure included the use of a stapler where the staple material is mostly titanium although there is a very small amount of nickel in the staple alloy. Nickel allergies are common in the general population with an incidence as high as 14-20% (1). With no prior history of reaction to metals by this patient, and the very low quantity of nickel in the product, it is highly unlikely the staples caused this reaction.(1) erin m. Warshaw, amy j. Zhang, joel g. Dekoven, howard I. Maibach, donald v. Belsito, denis sasseville, joseph f. Fowler, anthony f. Fransway, toby mathias, melanie d. Pratt, james g. Marks, kathryn a. Zug, matthew j. Zirwas, james s. Taylor, vincent a. Deleo, epidemiology of nickel sensitivity: retrospective cross-sectional analysis of north american contact dermatitis group data 1994-2014, journal of the american academy of dermatology, volume 80, issue 3, 2019, pages 701-713.https://doi.org/10.1016/j.jaad.2018.09.058